Event description:
The pt, hospitlized in ICU after sustaining head injuries as a result of a car accident, was extubated on the morning of 7/2002. The following day at about 02.30, the dr noticed that the pt's color was grayish/bluish, and was breathing heavily, had difficulty in maintaining airway and was full of secretions/fluids. The monitor showed normal saturation (97-98%), blood pressure was high (around 165/95) with a relatively low pulse rate (about 100). There was no alarm regarding the saturation measurement.